Manufacturer narrative:
The reference (B)(4) has been allocated to this complaint by rayner intraocular lenses limited. Remedial, corrective and preventive action was taken by the healthcare facility. The surgeon performed a yag laser capsulotomy. Rayner intraocular lenses limited has not received any indication from the (B)(4) distributor or the physician that any further remedial action is required. Designs for vision, the (B)(4) distributor informed the surgeon that one variable thought to be the cause of symptomatic haze development post-operatively was residual ovd (ophthalmic viscosurgical device) left behind the intraocular lens during initial implant surgery. Rayner intraocular lenses limited has been informed that the surgeon irrigates behind the iol to remove all ovd prior to completing the procedure; however, noted that she had observed an increased risk of capsular haze in cases where cortical material remains. Within the surgeons correspondence with the (B)(4) distributor she has commented that "I therefore have to spend a bit of extra time polishing the capsule. Sometimes even then, it's impossible to remove every last strand of cortex without damaging the pc." Without the ability to examine the product and without clear event details being provided a failure mode and root cause cannot be ascertained.

Event description:
Rayner intraocular lenses limited received notification from the (B)(4) distributor of an event that occurred following the implantation of a rayner intraocular lens. The event description provided by the healthcare facility indicates that symptomatic haze developed approximately 3-4 weeks post-operatively, and caused the pts near vision to deteriorate.